Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat rectocele, cystocele and enterocele and stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a partial hysterectomy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia and neuromuscular problems. It was reported that on (B)(6) 2012, the patient underwent left ureterolysis, peritonectomy, resection of subperitoneal disease, left salpingo-oophorectomy , appendectomy, removal of pubovaginal sling and posterior vaginal mesh, rectocele repair and partial vaginectomy due to pain. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06562. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06562. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat chronic pelvic pain and dysmenorrhea. It was reported that the patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy with right salpingo-oophorectomy, anterior colporrhaphy and extensive peritonectomy. No additional information was provided.